Event description:
It was reported that during a stenting treatment procedure a vessel dissection occurred. Access was obtained via the right femoral artery. The 90% stenosed, 14mm in length and 3.00mm in diameter, eccentric and de novo target lesion being treated was located in the non tortuous and mildly calcified mid right coronary artery (rca). Pre-dilation of the lesion was not performed. A 3.00x16mm promus element plus stent delivery system was advanced to the rca and deployed at 17 atms. A dissection on the proximal end of the stent was then noted. Another 3.00x16mm promus element plus sds was then advanced and deployed overlapping the proximal part of the previously placed stent and deployed at 14 atms. A 3.25x12mm nc quantum balloon catheter was then advanced and used to post-dilate the 2nd stent to 12 atms. No additional patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).